Event description:
My dexcom g7 failed without any notifications whatsoever from the dexcom app. I only noticed after my blood sugar dropped dangerously low and I fainted, striking my head on a wall. This is the fourth sensor that's failed to work properly in just two weeks. The failure rate of these sensors in a 90-day supply (they fail to pair, or they fail after insertion before the 10-day lifespan of the sensor) is exceptionally high, approaching 50 percent of each lot sent to me. I experienced frequent failures of the g6 sensor, but nothing like with the g7. This is the first time the app failed to notify me of a sensor failure, however. Reference reports: mw5152987, mw5152989, mw5152990.